Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during setup, the one way valve component was leaking. There was no patient involvement and product was not changed out.

Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. Visual and pressure testing could not duplicate or confirm the leak. The device actuated as intended. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).